Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was due to a bent pins in the trunk preventing the belt from plugging into the monitor. The root cause for the bent pin was unable to be identified. There was no adverse event that resulted from the damaged belt.